Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 36-year-old female patient who had essure (batch no. 774367-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, hypothyroidism, renal calculi and endometriosis ablation. Previously administered products included for an unreported indication: paragard from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included polycystic ovarian syndrome since 2006. Concomitant products included ethinylestradiol;norethisterone (ovcon) since 2002 to (B)(6) 2014 for pelvic pain, desogestrel;ethinylestradiol (mircette) for vaginal haemorrhage and menorrhagia as well as nsaids from (B)(6) 2010 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral), surgery (other) type of surgery: surgical removal of coils.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. The fallopian tube as described, above iud in place (per mr). Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Events outcomes were updated for events menorrhagia, vaginal haemorrhage. Event genital bleeding seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psychology injury"). The patient was treated with surgery (sapling. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: new pfs received- new events added: abdominal pain, general abnormal bleeding, psych injury were added. Outcome of events pain , bleeding from unknown to recovered/resolved were updated. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 774367-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, hypothyroidism, renal calculi and endometriosis ablation. Previously administered products included for an unreported indication: paragard from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included polycystic ovarian syndrome since 2006. Concomitant products included ethinylestradiol;norethisterone (ovcon) since 2002 to (B)(6) 2014 for pelvic pain, desogestrel;ethinylestradiol (mircette) for vaginal haemorrhage and menorrhagia as well as nsaids from (B)(6) 2010 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral), surgery (other) type of surgery: surgical removal of coils.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. The fallopian tube as described, above iud in place (per mr). Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: event abdominal pain was added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 774367) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, hypothyroidism, renal calculi and endometriosis ablation. Previously administered products included for an unreported indication: paragard from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included polycystic ovarian syndrome since 2006. Concomitant products included ethinylestradiol;norethisterone (ovcon) since 2002 to (B)(6) 2014 for pelvic pain, desogestrel;ethinylestradiol (mircette) for vaginal haemorrhage and menorrhagia as well as nsaids from (B)(6) 2010 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). The patient was treated with surgery (sapling. (Bilateral), surgery (other) type of surgery: surgical removal of coils.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. The fallopian tube as described, above iud in place (per mr). Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added abnormal bleeding (vaginal), menorrhagia, mental anguish, depression clubbed with psych injury. Event onset date were added. Lot number were added. Medical history, reporter information were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 774367-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, hypothyroidism, renal calculi and endometriosis ablation. Previously administered products included for an unreported indication: paragard from (B)(6) 2009 to (B)(6) 2011. Concurrent conditions included polycystic ovarian syndrome since 2006. Concomitant products included ethinylestradiol;norethisterone (ovcon) since 2002 to (B)(6) 2014 for pelvic pain, desogestrel;ethinylestradiol (mircette) for vaginal haemorrhage and menorrhagia as well as nsaids from (B)(6) 2010 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). The patient was treated with surgery (salping. (Bilateral), surgery (other) type of surgery: surgical removal of coils.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. The fallopian tube as described, above iud in place (per mr). Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.